Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The distributor replaced the pump due to: load step or cartridge not recognized. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple reboots. During investigation, the pump powered on with vibratory and audible tones. When a load step was attempted, the pump emitted a call service alarm. The alarm could not be cleared and the load step malfunction could not be fully investigated. The pump cover was removed and a damaged motor flex was found. There was no other defect or moisture found internally.